Manufacturer narrative:
(B)(4). This MDR is being filed for an international product (1p97-25) that has a similar product ( 1l80) distributed in the us. Correction of the typographical error (bag) which occurred in the initial report. The correct word is (B)(6). An investigation was conducted to evaluate this issue. The customer drew two samples from the same patient with a (B)(6) result generated from the first sample and a (B)(6) result generated from the second sample. The customer believed the result obtained from the second sample as (B)(6) based on the % neutralization results obtained from the first sample. The results of the confirmatory testing performed on both samples were not available at the time. The confirmatory testing results were then obtained for the purpose of the evaluation and were (B)(6) for both samples. The second sample was returned for the investigation and was tested on both the architect and the axsym methods with (B)(6) results. Based on the investigation results, the customer observed a (B)(6) result generated from the first sample which was not available for the investigation. A retained reagent lot (B)(4) was tested in order to evaluate the (B)(6) result and the lot in question met all specifications. No malfunction or product deficiency were identified related to this issue. However, the customer was instructed to follow the assay package insert for specimen preparation and handling and for initial (B)(6) results.

Manufacturer narrative:
(B)(4). An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated that one patient sample generated a (B)(6) result for the architect bag qualitative assay which was confirmed (B)(6) after centrifugation and by a bag confirmatory testing. Another sample from the same patient generated a (B)(6) result the next day and a (B)(6) qualitative confirmatory testing. The medical history of the patient is unknown. No impact to patient management was reported.